Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display screen. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was found to be dim and discolored. The display was replaced with a test display for investigation and was found to function properly. Unrelated to the display issue, evaluation revealed that the battery compartment was cracked and the battery cap was damaged with stripped threads.